Manufacturer narrative:
Patient's weight was asked but unknown. Multiple follow-ups were conducted to obtain event information; however, requested information has not been provided yet. Once new information is obtained and the evaluation is completed, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced an allergic reaction after wearing the astron clearsplint mouthguard.

Manufacturer narrative:
The astron clearsplint was manufactured per physician's prescription (rx) and returned for analysis. A visual inspection was performed on the returned device. The edge was smooth and appeared to be polished; furthermore, there were no major cracks found. The device's layers were intact and did not separate. The device was observed to be very clean, clear without any color additives and no discoloration. The case was returned in a good condition with the label. The device was returned without defect and the material has no abnormalities. This complaint will be kept on record for track and trending purposes.